Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for fifteen high rate-non-sustained (hrns) episodes with fifty-seven short v-v intervals. It was further reported that there pacing impedance variation and increase as well as threshold increase. It was further reported that the rv exhibited undefined high pacing impedance, noise, oversensing and continued to exhibit rising rv thresholds and non-physiologic/sensing integrity counter (sic). Of note, due to total occlusion of the left subclavian vein, the rv and right atrial (ra) leads were subsequently capped. The rv lead replacement was implanted on the right side and the ra lead was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.